Event description:
The pt's leads were replaced on (B)(6) 2009. On (B)(6) 2009, she visited the clinic due to a sensitive gluteal area, which started in (B)(6) 2009. She had developed an infection with no fever or chills. The cause of the infection and if it was device related was unk. The gluteal area was erythematous and tender on (B)(6) 2009. Antibiotics were administered for 2 weeks. On (B)(6) 2009, the device was explanted due to the infection.

Manufacturer narrative:
(B)(4).